Event description:
This 19 mm sjm trifecta valve was successfully implanted on (B)(6) 2009. On (B)(6) 2015 via echocardiography, severe stenosis of the valve was noted. The valve was explanted on (B)(6) 2016 and replaced with a 19 mm magna ease valve. The patient is recovering well.

Manufacturer narrative:
(B)(4). The results of this investigation concluded the valve had been dissected before receipt at st jude medical. The analysis performed at sjm concluded that cusps 1 and 3 were fibrotically thickened and contained calcifications. There was a fusion of the commissure between cusps 1 and 3. There was fibrous pannus ingrowth on the inflow and outflow surfaces of cusps 1 and 3. No inflammation was present on the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
This 19 mm sjm trifecta valve was successfully implanted on (B)(6) 2009. On (B)(6) 2015 via echocardiography, severe stenosis, severe aortic insufficiency and a very high gradient of the valve was noted. The valve was explanted on (B)(6) 2016 and replaced with a 19 mm magna ease valve. The patient is recovering well. Pathology report confirmed annular and valvular pannus and fibro-calcific degeneration of the leaflets.